Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Please see medwatch report 2032227-2015-48690.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was anoxic brain injury, cardiac arrest, severe metabolic acidosis. In the morning of (B)(6) 2015 the customer had high blood glucose and high potassium in her blood. The customer treated herself but the blood glucose was not coming down. The caller offered to take the customer to the hospital, but she declined. Upon return, the caller discovered the customer unconscious. The paramedics checked her blood glucose; it was above 500 mg/dl. The customer may have tried doing something with the insulin pump because it was hanging from her pajamas. She had lost 35 pounds due to colitis. Kidneys started failing in july, had urinary tract infection and heart attack. The weekend prior to passing, the customer was hospitalized due to high blood glucose. The insulin pump was not worn at the time of death; had been disconnected for four days. She did not use sensors. The caller declined returning the insulin pump.